Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 4960 on a vitros 5600 integrated system. A definitive cause of the event was not established. A vitros tropi es lot 4960 reagent issue is an unlikely contributor to the event. Historical qc results indicate acceptable vitros tropi es lot 4960 reagent performance and ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es lot 4960. It is possible an instrument related issue contributed to the event as final well wash codes were posted on the instrument around the time of the event. An ortho field engineer (fe) performed service actions on the instrument, including cleaning of the well wash probes, adjustments. Well wash performance tests passed following ortho fe actions. In addition, no diagnostic precision testing was conducted around the time of the event to verify instrument performance; therefore, an instrument issue cannot be ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. Cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es lot 4960.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible. Higher than expected, troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropies. Lot 4960 on a vitros 5600 integrated system. Patient sample 1 result of 0.160 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4), and reportability assessment (B)(4).